Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material (brush) in biopsy channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and information provided, reprocessing may not have been conducted at the user facility, and then the device was sent to olympus. Subsequently, the foreign object remained within the device. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.